Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a replacement surgery was performed. Upon explant, a crack in the cylinder connector was identified. The cause for the connector crack was not detailed by the facility. Following the intervention the patient was stable and improved.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, this device underwent a thorough analysis. The cylinders were visually and microscopically inspected, and leak tested. The first cylinder displayed signs of wear, including a hole in the outer tube. The cylinder also bulged when inflated. Due to the bulge, this cylinder was not leak tested. The other cylinder passed all tests performed. Product analysis was unable to confirm the reported allegation related to a crack in the cylinder connector tube; however, the identified hole in the outer tube and bulge in the cylinder could affect the functionality of the device and may have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a replacement surgery was performed. Upon explant, a crack in the cylinder connector was identified. The cause for the connector crack was not detailed by the facility. Following the intervention the patient was stable and improved.